Event description:
It was reported that the battery longevity of the implantable cardioverter defibrillator (ICD) was short. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4195 implantable pacing lead, (B)(6) 2010; 4076 implantable pacing lead, (B)(6) 2010. (B)(4).